Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. It was reported that the display to video receiver board cable was replaced. Functional and safety checks were then performed on the iabp and it was released back into clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) had a display issue. The display image went up and down and flickered. The cs300 was replaced with another iabp and the therapy was resumed. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The display to video receiver board cable was evaluated at the manufacturing facility. No visual damage of the cable was observed. The cable was then installed into the monitor module of a cs300 test fixture. It was tested to factory specifications per the cs300 service manual. The cable passed testing and the technician could not verify the reported failure "the display image went up and down and flickers." The cable was scrapped and is being retained at the manufacturing facility.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) had a display issue. The display image went up and down and flickered. The cs300 was replaced with another iabp and the therapy was resumed. There was no patient harm and no adverse event was reported.